Event description:
It was reported that during use of this swan-ganz catheter, the blood temperature became unstable and the values drifted. The indicated blood temperature values suddenly moved up over 40 degrees celsius and then returned to normal range. It is unknown whether any error messages were observed on the monitor. There was no treatment performed based on the incorrect values. The issue was resolved by replacing the catheter. There was no trouble shooting performed except for replacing the catheter. The data logs were not available. The inaccurate values were not affected by the patient condition. Information regarding the expected blood temperature values or whether occlusion/leakage/kink were noted in the catheter is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported. The device is anticipated to be returned for evaluation but has not been received yet. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown.

Manufacturer narrative:
One model 131f7j catheter with attached monoject 1.5 cc volume limited syringe at gate valve was returned for examination. The reported event of blood temperature being unstable and drifting was confirmed. The catheter was connected to hemosphere monitor and the temperature reading was unstable and disappeared from the monitor intermittently. The thermistor circuit was found to have a short condition. The connector was cut open and it was found that part of the insulation of both leadwires were not present and created a short condition between the leadwires. The length of wire without insulation was approximately 1.5 cm. There was no visible damage or inconsistency observed from the balloon, catheter body, or returned syringe. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric, and remained inflated for more than five minutes without leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. There is no evidence that indicates that manufacturing procedures were not followed by the manufacturing personnel when performing the resistor soldering process and electrical inspection. However, per product evaluation it was found that insulation was not present in 1.5 cm length of wire creating a short condition. This process is performed by the manufacturing personnel. As part of the manufacturing process, 100 percent of the units go through an electrical inspection. The lot number of the device was provided. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.